Event description:
It was reported that the pump was exchanged due to infection. All pump components, including mini¿apical cuff were removed. A small piece of the outflow graft was left in place on the aorta and used for graft-to-graft anastomosis for the new outflow graft. The driveline site was changed from the left upper quadrant to the right upper quadrant.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.